Event description:
It was reported that the customer could not remove the battery cap. He needed to remove the battery cap because the battery was dead. The customer's blood glucose level was 314 mg/dl. He also reported dark spots on the screen and a piece of a thread in the battery compartment was missing. He was advised to disconnect from the insulin pump and revert to back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, scratched case, scratched reservoir tube window, scratched keypad overlay and cracked battery tube threads.